Event description:
It was reported that there was ventricular safety pacing, and that the patient was experiencing pvcs (premature ventricular contractions). Follow-up with the physician's office determined that there was no oversensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.